Event description:
Caller stated that she got a letter in the mail stating that her breast implants has been recalled. She stated she went to her doctor and had a test and was told that the implants has ruptured. She further stated that she experienced a lot of trouble and pain after the implant. The implants has been removed. Ref report: mw5168103.